Event description:
The customer reported that the system displayed a communication failure error message and a system reboot was required to regain functionality. The error message likely caused to system to lock-up or shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps3 power supply was replaced. The system was then found to be operating as intended.